Manufacturer narrative:
(B)(6). Investigation: it has been received 1 used syringe of 50ll without blister. On visual inspection of the sample received, it can be observed the barrel is broken at the edge, by the base of the tip. DHR of lot 1710219 is reviewed not finding any annotation or deviation regarding the alleged defect. On checking molding parameters during manufacturing process they are within specification limits according to procedures the areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Molding 2 injections per shift printing 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot assembly 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot primary packaging 1 advance-step (withouth product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot secondary packaging 1 shelf-package per pallet since no incidence has been found during manufacturing process related to this defect, the root cause cannot be determined. However the incident is reported to area manager.

Event description:
It was reported that a while drawing a solution with a bd plastipak¿ concentric luer lock syringe a piece of plastic from the syringe broke and projected onto a nurse. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
The initial MDR stated an incorrect device expiration date. The correct expiration date is 09/30/2022.